Event description:
It was reported by the patient that they underwent left lower abdominal hernia repair procedure in (B)(6) 2001 and mesh was implanted. Following the procedure, the patient experienced chronic pain for 4-5 years that has worsened. The patient has been seen by physicians over 3-4 years to find a surgeon to perform exploratory surgery. During a surgical procedure approximately 4-5 years ago, adhesions were found attached to the patient¿s colon and a portion of the mesh was removed during the procedure. Approximately 11 months after the surgery, the patient underwent gall bladder surgery and adhesions to the colon were found again. The patient reported pain resolved for approximately three months after each of the surgeries but returned. The patient reports chronic pain and digestion issues and the patient thinks part of the bowel might be restricted due to constipation after eating. Additional information has been requested.

Manufacturer narrative:
(B)(4). Mfg date:10/01/1999. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).